Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to placement difficulty and lead damage on electrode end. This lead was successfully replaced. Adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lea was not able to be successfully implanted due to placement difficulties and lead damage on the electrode end. Product analysis could not confirmed the allegations as analysis found no damage or defect consistent with placement difficulty. Nothing abnormal, no damage was observed at the electrode end of the lead. No adverse patient effects were reported.